Event description:
The customer reported that the system displayed a slow response. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found the slow system response was due to the system hard drive. He removed and replaced the system hard drive, and loaded jv 5.5 rel 29 software. The system operates as intended.